Event description:
The cardioquip training manager notified cq service via airtable that the internal tubing of this device was suspect for contamination. The technician took pictures of the internal tubing of this device during an on-site service, and forwarded them to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gather quantitative assessment of the device's water quality.

Manufacturer narrative:
Photos of tubing were sent to cardioquip epidemiology by a service technician during an onsite service. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The cardioquip technician notified the customer of the potential contamination while onsite. The customer was also formally notified of the potential contamination, recommendation, and provided a quote for the sample kits via email on (B)(6)2023. There has been no response to this recommendation as of the date of this report.